Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one 8.5f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted on the sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Related manufacturer report numbers: 3005334138-2021-00246 during an atrial fibrillation (af) ablation procedure, the tip of the introducer was noticed to be cracked and an air leak occurred. The sheath was replaced but the same issue occurred. A third sheath was used, and the procedure was completed with no adverse patient consequences.